Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial arterio-venous graft (avg). A 6fr non bsc introducer sheath was placed. After a 0.035 non bsc guide wire crossed the lesion, a 9x35x75/ 6f wallstent¿ rp endoprosthesis stent was advanced however the guide wire became stuck on the guide wire lumen of the 9x35x75/ 6f wallstent¿ rp endoprosthesis stent. Both the guide wire and the 9x35x75/ 6f wallstent¿ rp endoprosthesis stent were removed together from the sheath. It was considered that the issue was caused either by blood coagulation or by coating issue of the guide wire. An attempt was done to remove the guide wire from the 9x35x75/ 6f wallstent¿ rp endoprosthesis stent outside the patient however, both devices were completely stuck together and were difficult to separate. The procedure was completed using a 10x39mm wallstent¿ rp endoprosthesis stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).